Manufacturer narrative:
Retainer = black. Device was returned for critical pump error (open book) alarm and moisture damage. The following will be performed: upload firmware utilizing crest, download the pump trace/history files and bootloader traces utilizing thus, and then review the downloaded pump trace/history files and/or bootloader trace files for root cause of the critical pump error (open book) alarm. Perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and then measure the force sensor zero offset. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor during visual inspection. Cleaned pcba 1 and pcba 2 with isopropyl alcohol with no effect. A test case, pcba 1, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded trace/history files shows the pump alarmed pump error 35 on (B)(6) 2021 at 15:38. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and had open book image after getting exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.